Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver an unspecified medication at an unspecified rate via a symbiq pump. At an unspecified time, the male adapter of a secondary tubing set was connected at an unspecified location on the primary tubing set for piggyback delivery of an unspecified concentration of tazocin and flagyl. After an unspecified length of time in use, backflow of solution from the secondary tubing set into the primary tubing set was noted. It was reported that the secondary tubing set was clamped and the primary tubing set remained in clinical use. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if secondary tubing set was replaced and the therapy was resumed.